Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had visible insulation compromise. Field representative wanted to know if lead repair kit would work on this. Boston scientific technical services (ts) discussed that no since this is a polyurethane lead and the lead repair kit will not stick. Also, ts would not recommend repairing a lead. Additional information indicated that this ra lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.